Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and postmenopausal haemorrhage ("postmenopausal bleeding") in a 60-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and multiple cesarean sections. Concurrent conditions included overweight. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postmenopausal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), tooth fracture ("dental problems/broken tooth"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), thyroid disorder ("thyroid issues"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), pain in extremity ("heel pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, menorrhagia, tooth fracture, allergy to metals, fatigue, weight increased, thyroid disorder, alopecia, hypothyroidism and urinary tract infection outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, abdominal pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, menorrhagia, pain in extremity, pelvic pain, postmenopausal haemorrhage, thyroid disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in 2003: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event abnormal bleeding (vaginal, menorrhagia), apareunia ,uti,dental problems, nickel allergy, pain, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain,thyroid issues, hair loss, postmenopausal bleeding, hypothyroidism, abdominal pain, heel pain, vaginal pain added. Reporters added. Outcome of event pain,vaginal bleeding,dyspareunia,apareunia,vaginal discharge added as recovered. Concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and postmenopausal haemorrhage ('postmenopausal bleeding') in a 60-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and multiple cesarean sections. Concurrent conditions included overweight. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2005, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced postmenopausal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), tooth fracture ("dental problems/broken tooth"), allergy to metals ("nickel allergy"), thyroid disorder ("thyroid issues"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), pain in extremity ("heel pain/ leg pain"), vulvovaginal pain ("vaginal pain"), nephrolithiasis ("kidney stone"), back pain ("lower back pain"), swelling ("swelling"), abdominal distension ("bloated"), uterine inflammation ("inflammation in uterus"), constipation ("constipation") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, menorrhagia, tooth fracture, allergy to metals, fatigue, weight increased, thyroid disorder, alopecia, hypothyroidism, urinary tract infection, nephrolithiasis, back pain, swelling, abdominal distension, uterine inflammation, constipation and adnexa uteri pain outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, abdominal pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, constipation, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, menorrhagia, nephrolithiasis, pain in extremity, pelvic pain, postmenopausal haemorrhage, swelling, thyroid disorder, tooth fracture, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in 2003: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media-kidney stone, lower back pain, swelling, bloated, inflammation in uterus, constipation, ovarian pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: f/u 5 and f/u 6 processed together.social media received- new events added: kidney stone, lower back pain, swelling, bloated, inflammation in uterus, constipation, ovarian pain, on 2-oct-2019: f/u 5 and f/u 6 processed together. No new significant information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ my left side is in severe pain'), uterine inflammation ('inflammation in uterus'), salpingitis ('inflammation of tube - whole reproductive organ inflammed') and genital haemorrhage ('the bleeding is the concerning issue/ I have internal bleeding somewhere/ sometimes my bleeding is so intense I have coagulation') in a 60-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multiple cesarean sections and irritable bowel syndrome. Concurrent conditions included overweight. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2005, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding/ I'm 58 and shouldn't be bleeding"), menorrhagia ("menorrhagia/ heavy periods ") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), tooth fracture ("dental problems/broken tooth/ my teeth on my left side are breaking"), allergy to metals ("nickel allergy"), thyroid disorder ("thyroid issues"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), pain in extremity ("heel pain/ leg pain/ my left leg more than my back. A shooting pain going down my leg/foot pain"), vulvovaginal pain ("vaginal pain"), nephrolithiasis ("kidney stone"), back pain ("lower back pain"), swelling ("swelling"), abdominal distension ("bloated"), constipation ("constipation"), adnexa uteri pain ("ovarian pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine inflammation, salpingitis, postmenopausal haemorrhage, menorrhagia, tooth fracture, allergy to metals, fatigue, weight increased, thyroid disorder, alopecia, hypothyroidism, urinary tract infection, nephrolithiasis, back pain, swelling, abdominal distension, constipation, adnexa uteri pain, genital haemorrhage, dysmenorrhoea and migraine outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, abdominal pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypothyroidism, menorrhagia, migraine, nephrolithiasis, pain in extremity, pelvic pain, postmenopausal haemorrhage, salpingitis, swelling, thyroid disorder, tooth fracture, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in 2003: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ my left side is in severe pain'), uterine inflammation ('inflammation in uterus'), salpingitis ('inflammation of tube - whole reproductive organ inflammed') and genital haemorrhage ('the bleeding is the concerning issue/ I have internal bleeding somewhere/ sometimes my bleeding is so intense I have coagulation') in a 60-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multiple cesarean sections and irritable bowel syndrome. Concurrent conditions included overweight. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2005, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding/ I'm 58 and shouldn't be bleeding"), menorrhagia ("menorrhagia/ heavy periods ") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), tooth fracture ("dental problems/broken tooth/ my teeth on my left side are breaking"), allergy to metals ("nickel allergy"), thyroid disorder ("thyroid issues"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), pain in extremity ("heel pain/ leg pain/ my left leg more than my back. A shooting pain going down my leg/foot pain"), vulvovaginal pain ("vaginal pain"), nephrolithiasis ("kidney stone"), back pain ("lower back pain"), swelling ("swelling"), abdominal distension ("bloated"), constipation ("constipation"), adnexa uteri pain ("ovarian pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine inflammation, salpingitis, postmenopausal haemorrhage, menorrhagia, tooth fracture, allergy to metals, fatigue, weight increased, thyroid disorder, alopecia, hypothyroidism, urinary tract infection, nephrolithiasis, back pain, swelling, abdominal distension, constipation, adnexa uteri pain, genital haemorrhage, dysmenorrhoea and migraine outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, abdominal pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypothyroidism, menorrhagia, migraine, nephrolithiasis, pain in extremity, pelvic pain, postmenopausal haemorrhage, salpingitis, swelling, thyroid disorder, tooth fracture, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in 2003: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media-kidney stone, lower back pain, swelling, bloated, inflammation in uterus, constipation, ovarian pain. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media was received. Event added- painful periods, migraines. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ my left side is in severe pain'), uterine inflammation ('inflammation in uterus'), salpingitis ('inflammation of tube - whole reproductive organ inflamed'), postmenopausal haemorrhage ('postmenopausal bleeding/ I'm 58 and shouldn't be bleeding') and genital haemorrhage ('the bleeding is the concerning issue/ I have internal bleeding somewhere/ sometimes my bleeding is so intense I have coagulation') in a 60-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, multiple cesarean sections and irritable bowel syndrome. Concurrent conditions included overweight. Concomitant products included cetirizine hydrochloride (zyrtec allergy). In 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2005, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), postmenopausal haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), tooth fracture ("dental problems/broken tooth/ my teeth on my left side are breaking"), allergy to metals ("nickel allergy"), thyroid disorder ("thyroid issues"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), pain in extremity ("heel pain/ leg pain/ my left leg more than my back. A shooting pain going down my leg"), vulvovaginal pain ("vaginal pain"), nephrolithiasis ("kidney stone"), back pain ("lower back pain"), swelling ("swelling"), abdominal distension ("bloated"), constipation ("constipation"), adnexa uteri pain ("ovarian pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine inflammation, salpingitis, postmenopausal haemorrhage, menorrhagia, tooth fracture, allergy to metals, fatigue, weight increased, thyroid disorder, alopecia, hypothyroidism, urinary tract infection, nephrolithiasis, back pain, swelling, abdominal distension, constipation, adnexa uteri pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, abdominal pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, constipation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypothyroidism, menorrhagia, nephrolithiasis, pain in extremity, pelvic pain, postmenopausal haemorrhage, salpingitis, swelling, thyroid disorder, tooth fracture, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in 2003: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media-kidney stone, lower back pain, swelling, bloated, inflammation in uterus, constipation, ovarian pain, most recent follow-up information incorporated above includes: on 3-dec-2019: social media report received : reporter information added. Product indication updated. Event added- genital haemorrhage. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.